Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the trunk cable. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt sn (B)(4) had an open pulse wire in the trunk cable.